Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the meter issue began. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿between 167 and 200 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with oral medication (glimepiride 2mg), diet and exercise, and that she made no changes to her normal diabetes regimen, in response to the alleged high result. The patient reported that between 4am and 5am on january 25, 2018, she developed symptoms of ¿shakiness, pain in the left shoulder, left arm pain and muscle cramps¿. In response to the alleged symptoms, between 5.30 and 6am, the patient applied aloe vera gel to ease the pain. During troubleshooting, the csr confirmed that the meter was being used for the first time, the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.